Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope's objective lens adhesive part gets peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the objective lens was peeled off" was caused by a stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.